Event description:
It was reported that during surgery the cut block fell apart during a case. The part broke inter operatively, the pieces fell into the patient, they were all retrieved. A s&n backup was available.

Manufacturer narrative:
The associated cutting block was returned and evaluated. Our investigation included a visual inspection which confirmed the failure of the device. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. No additional actions are being taken at this time.